Event description:
It was reported that a motor rate error occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seal broken, the bottom case cracked by l-bracket screws, the corner lining worn, and the plunger head cracked by all screws. A review of the event history log found motor rate error in the history. Functional testing was performed using an occlusion test and the reported problem was duplicated. The cause of the reported problem was that the main board u29 opti sensor did not operate as intended. The root cause of the failure was unable to be determined.the u29 opti sensor was replaced to resolve the problem.